Event description:
Pt found to have lead malfunction on telemetry. (Inappropiate pacing and failing to sense.) Ventricular lead model known to be a recall. Pt underwent a revision of system on 4/19/95. Atrial lead partially removed. Ventricular lead capped and left implanted. -new leads implanted and connected to existing generator.